Event description:
It was reported that the patient¿s pump began to alarm approximately 1 month prior to the report and was currently alarming. The reporter was unsure what the alarm was or which type of alarm was sounding. The healthcare provider (hcp) told the patient that the pump ¿isn¿t working anymore¿ and there was no use for putting saline in it anymore. The reporter was unsure if the hcp confirmed this with the physician programmer. The pump was currently dry. The reporter was directed to the patient¿s hcp to see if the alarm could be silenced. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was later reported that the cause of the event was unknown. The hcp noted that the patient has dementia. It was also noted that imaging was performed; however, results were not provided. The device system currently contained normal saline.